Event description:
Alleged by a statement of claim that a protruding metal component of the headgear stabbed the pt in the eye while he was removing the headgear. The claim states that the pt underwent various treatments in 1988 and ultimately the eye was removed in 1/97.